Event description:
Screws backed out of plate and 1 screw broke.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. The products were evaluated by (B)(4) material scientist and concluded fatigue striations and secondary cracks on the fractured surface indicated that the screw fracture initiated due to fatigue. No material defects were apparent. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.